Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was attempted. After the lead was repositioned twice, the helix would not longer extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.